Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, and the hemogard closure assembly was found to be correctly assembled and placed on the tubes with no issues of cocked stoppers. Additionally, 10 retained samples underwent functional tests, and all were within specification limits. No issues were identified with the hemogard closure assembly being loose or separating from the tube during or after testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units that two (2) tubes had loose caps and spilled during transport through the pneumatic tube station to the lab. The blood was contained inside the biohazard bag but both samples required recollection. There was no further health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units that two (2) tubes had loose caps and spilled during transport through the pneumatic tube station to the lab. The blood was contained inside the biohazard bag but both samples required recollection. There was no further health impact or consequence reported.